Event description:
Related manufacturer reference number: 2017865-2023-00366. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra) lead. The physician elected to explant and replace both the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 10.9 ¿ 11.0 cm from the connector pin consistent with friction to the device can. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.